Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 412 mg/dl. The customer stated that they treated the high blood glucose with insulin. The customer also reported that they were hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of hospitalization. The customer's blood glucose was 412 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer reported that there were small air bubbles in the reservoir. The reservoir will not be returned for analysis.